Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm how the personal diabetes manager (pdm) was smoking . Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient had checked their blood glucose level on their personal diabetes manager (pdm) both the usb and the test strip port were smoking. In addition the patient reports receiving an alarm on the pdm and upon changing the batteries it would not turn on. The patients reported blood glucose level was 400 mg/dl. As treatment, the patient administered manual insulin via syringe.